Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. In speaking with the olympus technical assistance center (tac), the customer was guided to make sure the otv-s200 serial digital interface (sdi) cable was connected to the cv-190 sdi import cable, tac directed to the picture-in-picture (pip)/ picture-on-picture (pop) on the cv-190 keyboard and had the customer turn the option on. The customer confirmed the image was now visible, and was able to cycle through the different views from both devices. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to the switching method between processors was not appropriate. The event can be prevented by following the instructions for use (IFU) which state: -prevention measures are written in instructions for use: otv-s200 manual: chapter 4 function setup. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during installation.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced no image. There were no reports of patient harm.